Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2016. The local representative reported that this device had eroded after a hematoma developed and was drained by the physician. No infection was present as noted by negative culture. The patient had lost weight recently and the physician believed that implant of a smaller device (model#a209) would be more appropriate and more suitable for this patient. The chronic electrode remained in-service. Following device replacement, the patient was hospitalized (observed) for 24 hours, given prophylactic antibiotics and was discharged the following day. A post-implant check found no sign of hematoma or infection present